Event description:
The patient emailed animas and claimed her insulin pump is "worn out" and requested an upgrade. Animas made several attempts to contact the patient back for more information but was not successful. A letter was sent to the patient requesting for a call back. This complaint is being reported due to a possible product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.